Event description:
It was reported that the customer received intermittent power source alerts. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.